Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure while accessing the coronary sinus (cs) with a catheter, a small focal edge dissection was noted in the mid-cs body, adjacent to a thebesian valve. No intervention was performed. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.